Event description:
Customer reported incorrect pt demographics on the instrument whereas rapidcomm (data management system) displayed correct pt info. Customer indicated that accession # (used as principle identifier) (B)(6) was erroneously associated with mrn (medical report number) # (B)(4) where it should have been mrn (medical report number) # (B)(4). There was no report of injury due to this event.

Manufacturer narrative:
Based on the discussion with customer, siemens representative found out that customer entered the incorrect accession (used as principle identifier) at the analyzer. Siemens representative instructed customer to edit demographics at rapidcomm (data management system) which allowed the correct pt demographics and results to be forwarded to lis. The event occurred due to an operator error. Instrument is performing as intended.